Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Lot number not provided. Implant placement date not provided. Device manufacturing date is unknown.

Event description:
It was reported that the internal threads for the implant at tooth #31 were damaged during a clinical procedure and the doctor requested a rethreading tool to rethread it. Implant remains implanted.

Manufacturer narrative:
One (1) imp,tsv,4.1mm,dual sel,ha (tsv4h13) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU), and risk file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #31, and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants. Instructions for use ¿ prosthetics for zimmer dental implant systems. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (tsv4h13) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: damaged threads post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (tsv4h13). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative

Event description:
There is no update to the original complaint description provided